Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a regular follow-up visit performed on (B)(6) 2017, ventricular oversensing were noted in the episodes stored in the device memory. As normal lead measurements were observed, it was decided to continue monitoring the patient without reprogramming any parameters at this point. The patient returned home after the follow-up visit. According to his regular follow-up intervals, the next follow-up was scheduled to be performed in 6 months.